Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 150 to 210 mg/dl. The customer reported symptoms of dehydrated on (B)(6) 2016 in the morning. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 150 to 210 mg/dl. The customer reported symptoms of dehydrated on (B)(6) 2016 in the morning. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is 12/15/2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 150 to 210 mg/dl. The customer reported symptoms of dehydrated on (B)(6) 2016 in the morning. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is 12/15/2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.